Event description:
Pt presented with angulated access vessels, as well as an angulated aortic neck; had implant in 2008. F/u images indicated right limb kinking, left limb with a slight distal type I endoleak. Collateral vessels seem to perfuse the right side. The main body compressed at the bifurcation. In 2009, pt was treated with a cook renew graft, used an occluder in the right cia, and performed a fem-fem bypass. The procedure was completed with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The device met specifications prior to release. Due to lack of information, no conclusion can be drawn at this time. Pt anatomical measurements unk.